Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. While troubleshooting with tandem technical support, customer was unable to reload the cartridge due to not having an additional cartridge as back-up. Customer will continue to monitor the pump. There was no reported impact to the customer's blood glucose level.